Manufacturer narrative:
Mother of end user reported directly to the FDA website - maude report # mw5031972.

Event description:
Maude report, mw5031972. End user's mother reported that her son was asleep in an invacare 5310ivc semi electric bed on (B)(6) 2014, his leg allegedly fell over and his head became entangled in the bed rail. User allegedly had many bruises and hasn't been the same since. Update: invacare called and talked to the end user's father on (B)(6) 2015 who stated that he went into his son's room and found his head tangled in the bed rail and his legs swung up over the rail, he was hanging there not breathing. Dad pulled him out and started doing CPR and called 911 and he was able to save him. Dealer went to the user's home and serviced the rental bed, said it is in good working order. Dealer changed the 6630 half rails to 6629 full rails. The bed has an extender kit and an 84" mattress on it. The father is not sure how his son got tangled. This is user's first bed, it was delivered (B)(6) 2014 after user was in a car accident. Dad stated that his son is doing ok now. Dealer stated that the bed is in good working order. No alleged malfunction of the bed. Medical intervention alleged.